Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted. Upon analysis, it was determined that this device did not meet longevity calculations.